Event description:
It was reported that the pump had a bad right and left clutch, no parts to replace. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b5: additional information received by smiths medical/ICU on 02 june 2022 via email and attached to complaint object: the event occured before the infusion. There was no patient involvement. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and the top case was cracked by the front right and left bottom corners, bottom case was cracked by the "l" bracket pole clamp and cracked right plunger case. Visible contamination was found by the tube holder and by the "l" bracket pole clamp. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced lead screw, clutch spring and both clutch halves. Device software was upgraded. Normal wear was found, device parts are more than 5 years old. The cause of the reported problem was traced to components failure. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000. H4: correction: device manufacturing date: 24-jun-2013.